Manufacturer narrative:
Device was not returned for analysis of complaint that pump was alarming error 1660. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming error 1660. They found that the pump was leaking, and the bag was wet with some white powder residue. The drug used was 5fu. The tubing had been clamped near port and pump. There was no reported patient harm. The event occurred while in use with patient.